Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unk - screws: expedium verse/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that 5.5 exp verse fen scr 4.35x35 had the shaft broken, x-ray image provided show the fragment. No other issue was identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 5.5 exp verse fen scr 4.35x35. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in italy as follows: it was reported that the surgeon had to revise the implant because he found a broken screw. It was necessary for the surgeon to do a new surgery to overhaul the system. It was unknown if there was any surgical delay. The procedure was completed successfully and no patient consequences. This complaint involves four (4) devices. This report is for one (1) 5.5 exp verse fen scr 4.35x35 this is report 3 of 4 for complaint: (B)(4).